Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found the system would intermittently experience an error 25. All measurements seemed fine during testing, but noticed an intermittent whining noise coming from the charger boards. The medtronic representative wasn't able to isolate the noise one or the other, due to the whining noise being so intermittent, so both charger boards were replaced. The medtronic representative then performed an imaging system checkout and reported the system is functioning as designed. Investigation of returned suspect battery charger 1 finds that the board passed bench level test output test. Visually, a few leaky caps were noted. Battery charger 1 was installed in the test imaging system and ran without any issues. Investigation of returned suspect battery charger 2 finds that the board passed bench level test visual and output tests. Battery charger 2 board was installed in the test imaging system and ran without any issues. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure the imaging system started beeping beeping and did not move into position to acquire the 3d image. There was no error messages seen. To troubleshoot this issue the site representative opened and closed the gantry door and then was able to acquire a 3d spin without any further issue. The surgeon completed the procedure with the use of the imaging system. There was a reported delay of less than 2 mins. There was no impact on patient outcome.